Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the phacoemulsification and aspiration/irrigation phase of a cataract extraction with intraocular lens implant procedure, aspiration was poor. The case was completed using the same system and accessory. There was no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the fluidics was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The replaced fluidics was received for evaluation. A visual assessment of the returned sample revealed no obvious non-conformity. The sample was installed into a calibrated system for functional testing. Aspiration related functional tests were performed. The sample module was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).